Event description:
A 60mm gia¿ stapler, with dst series¿ technology, failed to fire. Another stapler, which was then given to the field, was used to continue the procedure. The malfunctioning stapler was removed from the field and placed in the original box.